Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. A system error 322 was confirmed through review of the device history log. However, it could not be reproduced during the evaluation after (B)(4) hrs of testing. It was determined that the cause that the upper and lower auxiliaries were the failing components which caused this error. The upper and lower aux were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump was alarming for sys error 322. It was reported that there was no pt injury.